Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the report of "constant close door message" as a door not fully latched alarm. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door was above expected levels and causing the alarm. The door hooks and latch pins were replaced to correct this condition.